Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a defective u1003 pld on the computer/analog board. The root cause for the defective u1003 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was resetting.